Event description:
It was reported a loss of aspiration occurred during use. An angiojet solent proxi catheter was selected for a thrombectomy procedure in the superficial femoral artery. During thrombectomy mode, the catheter did not suck the thrombus. No error message displayed. There were no visual defects noted on the device. The procedure was completed with a different device. There were no patient complications and the patient's status is fine. Device evaluated by MFR: the pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present outside and inside the device. The waste bag was cut-off, when received. The waste bag was not returned for analysis. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range, without any leaks, issues or alarms. The device sucked normally and there was no issues with the aspiration. Inspection of the device presented no damage or irregularities.